Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: transforaminal interbody fusion l4-l5 and l5-s1 via left-sided approach using cages, rhbmp-2 bone with morphogenic protein and local bone graft. Laminectomy l4-l5 and l5-s1. Posterior lumbar fusion, l4 to the sacrum with use of local bone graft and rhbmp-2 and soft screws and rods. Pre-op and post-op diagnosis: degenerative disc disease l4-l5 and l5-s1. Spondylosis of the lumbar spine. As preop notes: "the disc material- was now removed from within the disc space. Following this the disc end plates were scraped clean using curets. The disc space was now opened up using wedges up to size 10. Following that, a trial 10 x 30 mm cage was then placed in the disc space and found to have a good fit. The wound was now well irrigated. Some rhbmp-2 along with local bone graft was placed down in the disc space. A 10 mm x 30 mm cage was now filled with rhbmp-2. Attention was now turned to the l4-l5 level where in a similar fashion a cage was placed. This one measured 11 x 30. Then once this was completed, the lateral gutter on the left side was decorticated. Pedicle screws were now placed in a similar fashion at the l4-l5 and s1. Following this, residual bone graft and rhbmp-2 were placed on the lamina bilaterally. The wound was well- irrigated prior to the placement of the bone graft and the rhbmp-2. No complications were reported." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.